Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d, implanted: (B)(6) 2022, explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine device replacement when the right ventricular (rv) lead was removed from the old device, an abnormality was observed at the junction between the electrode and the silicone. The physician attempted to reconnect the rv lead to the old device but was unable to fully insert the lead due to an apparent gap between the rigid part of the lead and the silicone, causing the silicone to overlap and prevent insertion into the port. The gap was resolved using forceps allowing full insertion, and electrical measurements were repeatedly taken with no observed changes in lead measurement compared to before the procedure, therefore the rv lead was ultimately left in use. No patient complications have been reported as a result of this event.